Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at 0.8254 mg/day via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the pump was not implanted correctly and flipped within a month or two of implant. She then had a revision surgery in march to fix it.